Event description:
Receiving treatment at the office of (B)(6). It was moist heat e-stim and ultrasound treatment with manual massage. It was for f/u treatment for a neck whiplash and left shoulder injuries caused by an auto accident in 2009. Prior to receiving this type of therapy in (B)(6) 2011. I had not sought treatment since (B)(6) 2011. Since I paid in cash there were no claims made to my insurance company because the office manager informed me that my medical insurance would no longer pay towards treatment of these injuries. My neck was mostly bothering me probably because the steroid injections were starting to lose effect. If my medical insurance had been involved or if they had chose to follow legal regulations, they would not have agreed to give treatment without a written prescription from a medical doctor. I discovered this from another pt just recently. After the accident in 2009 it was determined that I needed rotator cuff repair by arthroscopic surgery. That was performed in (B)(6) 2010 by dr (B)(6), orthopedic surgeon. In (B)(6) 2010 steroids injections were done by (B)(6), neurologist. While receiving treatment on (B)(6) 2011 the e-stim machine shorted out, stopping and restarting twice. Each time the machine restarted I received a severely strong electrical shock. After the second shock I grabbed two of the four pads on my neck and shoulder when a massage therapist walked in and turned off the machine. She informed me not to pull them off during a treatment because I could get burned. I thought she had come into the room, the door had been closed with the lights turned off because I had screamed each time I was shocked. After consulting the physical therapist about the problem I mentioned that I was shocked when the power went off in the building. He agreed that the power had gone off and blamed the power company. I later discovered that there was no power outage or surge that had occurred on that date or in that location. If the power went off it would have had been caused by someone in the building turning the power off. I contacted the svc rep for that equipment and he indicated to me that (B)(6) had declined to have regular maintenance on his equipment previous to (B)(6) 2011 for the approx time of 2.5 years. When the svc rep learned about the severe damage done to my shoulders and neck he refused to discuss any further knowledge he had about (B)(6)'s equipment. He only agreed to testify in court and to (B)(6). I have not contacted the board as of yet. The following morning after being shocked I could not lift my right shoulder and the pain was horrific. I thought I must have slept on it wrong and twisted it so I searched through my medicine drawer and found some darvocet left over from surgery in 2010. We needed to go out of town that day to visit with our son and his family. When we returned home the following (B)(6) evening my husband called (B)(6) and told him of the severe pain I felt in my shoulders and especially my right shoulder which I had never experienced before. He said to come to his office and he would treat me with ultrasound the next day. I did not go in the next day because I couldn't get out of bed so I made an appointment for the following day. (B)(6) claimed that the electrical shock was caused by the power company and when I told him the only thing that calmed the pain was darvocet. His reply was that he couldn't prescribe that medication and with his massage treatment I would eventually get better. He offered to do massage and ultrasound for free until it healed. But as time passed it gradually got worse and since I had a prescription for tramadol that didn't expire until (B)(6) 2012, I relied on that until the prescription expired. At that time I went to the emergency room at the hospital and they gave me enough tramadol until I could see the neurologist, dr (B)(6). He looked at my MRI which was requested by a chiropractic doctor. The MRI indicated that the muscle tissue was separated from the bone in my right shoulder and upper arm. The only way to repair the injury was to perform arthroscopic surgery. That was performed on (B)(6) 2012. I have needed constant pain medication since (B)(6) 2011 including four cortisone shots and more scheduled for the future with a pain management doctor, dr (B)(6) in (B)(6). There are two more doctors, dr (B)(6) who have seen the recent MRI images on my left shoulder that have verified that I need a total shoulder replacement. I was not aware that my left shoulder had also been seriously damaged until dr (B)(6) refused to prescribe pain medication. The chiropractic doctor was the prescriber for the MRI for my left shoulder also. (B)(6) denies that his e-stim machine could have caused that much damage to my arms and shoulders. But after the incident his office manager admitted that the machine was still being used after they sent it out to be repaired. I requested my medical records from (B)(6). After reviewing it I have found may contradictions with all of the treatment I received in his office from (B)(6) 2009 until (B)(6) 2012. His office equipment is not maintained on a required schedule and the people he employs are not licensed pt assistants. I had good faith that he was practicing as a legally licensed pt but have discovered that he is not following legal procedures and is using medical equipment without proper training and certified assistants. Even if I have both shoulders replaced I will be dealing with permanent damage and impairment. (B)(6)'s insurance offered (B)(6) to pay for my pain and expenses based on the info relayed to them by (B)(6). I am reporting this info because in seeking legal counsel I have been advised that the manufacturers of the e-stim equipment may be at fault.